Manufacturer narrative:
Product ID, 8709 lot# j11270r57, implanted: 2002 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the date of onset/diagnosis of infection was 11/10. The patient did not have meningitis. Signs and symptoms of infection include redness, swelling and pain. The primary location of infection was device pocket. Culture was obtained from the device pocket, but the result was not provided. Treatments instituted for infection were intravenous antibiotics and total device system explant. The patient outcome was noted as infection resolved. The patient did not experience drug withdrawal. The pump was being used to deliver infumorph.

Event description:
It was reported an infection occurred. "Four to five" days after implant, the patient had an appointment because the health care provider had used the medication that was in the previous pump to put into the new pump. The reporter stated, "they didn't want to fill it then because they did put the medication back in there that was already in there." It was reported, the patient then developed an infection and noted, "it was grossly infected." The pump was then removed and the patient "had a hospital stay and all that." The drug being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).